Event description:
It was reported that the customer had low blood glucose levels in the range of 45 mg/dl to 55 mg/dl. The customer and doctor of the customer both are of the opinion that the insulin pump was over delivering insulin to the customer. The customer reported that he has been getting low blood glucose levels lately. Troubleshooting was done. The customer also reported being hospitalized due to a non-diabetes related event but had to be treated with glucagon for having low blood glucose levels. The customer would like to have the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional tests, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The low reservoir alarm functioned properly. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. Several boluses were programmed and delivered properly. Boluses recorded properly in the bolus history. Daily totals functioned properly. The insulin pump was monitored and no unexpected boluses were noted. The bolus wizard functioned properly. No unexpected insulin sensitivity change was noted.